Manufacturer narrative:
E1: initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the burr and wire detached. The target lesion was located in the moderately tortuous and severely calcified circumflex artery (cx). A 1.50 mm rotapro, and rotawire were selected for rotational atherectomy. During the test run, the rotapro system did not reach the target speed of 170,000 rpm; however, the issue resolved after restarting the console. The burr catheter advanced to the lesion in dynaglide mode, and rotablation was performed successfully. During burr removal, resistance was encountered, requiring increased force to withdraw the device in dynaglide mode. This resulted in separation of the shaft and the burr from the drive shaft. The burr subsequently caused the rotawire to fracture, leaving the distal portion of the wire within the cx, which could not be retrieved. The proximal portion of the wire, along with the separated burr and shaft, were removed with force. Vessel occlusion occurred following the event. The patient was transferred to the ICU and is expected to make a full recovery.

Event description:
It was reported that the burr and wire detached. The target lesion was located in the moderately tortuous and severely calcified circumflex artery (cx). A 1.50 mm rotapro, and rotawire were selected for rotational atherectomy. During the test run, the rotapro system did not reach the target speed of 170,000 rpm; however, the issue resolved after restarting the console. The burr catheter advanced to the lesion in dynaglide mode, and rotablation was performed successfully. During burr removal, resistance was encountered, requiring increased force to withdraw the device in dynaglide mode. This resulted in separation of the shaft and the burr from the drive shaft. The burr subsequently caused the rotawire to fracture, leaving the distal portion of the wire within the cx, which could not be retrieved. The proximal portion of the wire, along with the separated burr and shaft, were removed with force. Vessel occlusion occurred following the event. The patient was transferred to the ICU and is expected to make a full recovery.

Manufacturer narrative:
Device technical analysis: the device was received for analysis and underwent visual, microscopic, and dimensional inspection. Visual inspection identified kinks in the guidewire body located at 109.0 in and 116.0 in from distal to proximal. Microscopic inspection indicated that a portion of the spring tip was detached and was not returned for analysis. The total guidewire length was measured at 127.5 in versus the specification of 130.0 in with an allowable range of 129.0 to 131.0 in, indicating that approximately 2.5 in of the spring tip was detached and not returned. Media review included images of the rotapro coil, the rotapro device packaging, and the rotawire spring tip; however, the images did not show evidence supporting the reported issue. Laboratory analysis confirmed the reported event. Inspection of the remainder of the device revealed no additional damage or irregularities. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the rotawire - ic device confirmed that the event of "guidewire detachment of device or device component, unretrieved device fragments (udf), and vessel occlusion" were a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to procedure. Evaluation of the returned device determined that a portion of the spring tip detached and was not returned for analysis, and kinking was observed in the guidewire body. The spring tip detachment may be associated with excessive force applied during the procedure due to interaction between the rotapro and rotawire, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the observed detachment. Per the clinical information provided, the detached segment was not retrieved and remained in the patient, contributing to vessel occlusion during device removal and subsequent intensive care following the procedure. These observations are consistent with procedural and device-interaction factors. E1: initial reporter phone: (B)(6) detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.